Event description:
The chest drain was placed without complaint, but later, the molded end of the chest drain (that was attached to the underwater seal drain) was observed to have "separated" from the end of the chest drain. No pt injury, however, the pt experienced trauma due to the tube removal and a replacement being placed.

Manufacturer narrative:
Unk as lot number is unk. Evaluation: unfortunately, no product was returned to assist in our investigation. At this time, we are unable to determine with certainty why this incident may have occurred. However, we have notified the appropriate personnel and will continue to monitor this device.